Manufacturer narrative:
The scaler was not returned for evaluation and the serial number or batch number was unknown, no information is available for troubleshooting. Besides, the tip (acclean ergo x-thin universal) used in this event is not manufactured by ttbio.

Event description:
This vmsr report summarizes one malfunction event. The customer stated they were performing perio maintenance on the 69-year-old male patient with this scaler product (B)(4) when the bur, the acclean ergo x-thin universal, item code # 112-6734, broke while they were removing calculus. They were able to retrieve the broken piece(s). There was no patient injury. The speed was not able to be provided. They normally disinfect/ sterilize the acclean instrument by wiping with cavicide then running it through their autoclave. This is the first time this happened.